Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep or vibrate anomaly. Customer's blood glucose was 108 mg/dl at the time of the call. Customer states that she is trying to get sound from the pump but she cannot. Customer was assisted with troubleshooting. The insulin pump will be replace due to audio anomaly.

Manufacturer narrative:
Device received with no audio or beeping alarms tones due to broken black wire of the transducer. Device unable to vibrate due to broken vibrator black wire. Device passed displacement test. Device failed self test.